Event description:
Additional information reported, the patient had no stimulation. The implantable neurostimulator (ins) had depleted after not even lasting 2 years. The patient was told it would last 5-7 years. The patient was unsure when the battery depleted, thought maybe (B)(6). The patient had pain, and no stimulation. The symptoms were considered sudden. The patient always had pain but since the depletion of the implant, there was more pain and much worse. The patient had a low dose narcotic but tried not to take that. The patient had an appointment with a pain physician. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that display on the patient programmer (pp) was showing the ¿call your doctor¿ icon and end of service (eos). The patient stated she was told the implantable neurostimulator (ins) would last five to seven years. A request for physician listings was requested as the patient¿s managing physician would no longer be available. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.